Event description:
The lay reporter contacted lifescan (lfs) in 2005 alleging that the test strip holder (tsh) was loose and the pt ended up misplacing the tsh. The medical affairs specialist (mas) spoke to the pt/lay user and obtained / verified the following info: the pt stated she has been unable to test her blood glucose for the past couple of days since she lost the tsh. Originally the tsh had been loose and she misplaced the holder when she cleaned the meter and does not remember where she had placed the tsh. During that time, (date unk) she was sweating. She tried to test on her meter and was unable to obtain a reading due to the missing tsh. She contacted the emergency medical technicians and when they arrived they took the pt to the hosp where her initial reading was in the 400's. She was treated with insulin and was in the hosp for 5 days. The pt does not know what the diagnosis was and claims her insulin regimen was changed and does not know the new regimen. She does not remember the name of her old insulin and cliams that it was a set amount and she was taking the insulin, when the meter was not working. Customer care agent (cca) sent the pt a replacement meter.